Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: 127006.

Event description:
It was reported that during a supposed ipg replacement procedure, the physician noticed that one of the leads had pulled out of the epidural space. The physician opted to removed the lead that migrated and the other one remains implanted. The patient was doing well postoperatively and the explanted lead will not be returned.